Event description:
Technical services received a call on (B)(6) 2012. Caller reported that this rv lead is part of a system that is going to be explanted due to infection. Dr. (B)(6) is doing procedure. No additional information is available at this time. Lead was implanted (B)(6) 2006. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).